Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 25 during basal delivery. The customer also received an occlusion alarm. The contact was able to clear the alarm and resume insulin delivery. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion. Additionally, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose level was 250 mg/dl, which was addressed with a correction bolus. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
Occlusion alarm and cartridge alarm 25- no failure identified.